Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6)2025, it was reported by relationship survey that the patient experienced inaccurate cgm values. The patient experienced the patient was vomiting and called an ambulance and was taken to the emergency department (ed). There, the cgm was reading 220 mg/dl and the blood glucose reading was 500 mg/dl. The patient did not recall treatment for symptomatic hyperglycemia and was discharged after 5 days. He as feeling fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.